Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 120 mg/dl. Customer had symptoms like vomiting and not feeling well. Customer was treated with insulin drip. Customer was kept at hospital for 24 hours until her ketones levels were stabilize. Customer was using auto mode. The insulin pump will not be returned for analysis.